Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received a report that the two coils had detachment issues and the pusher wire got stuck in the instant detacher. The patient was undergoing treatment for an unruptured, saccular splenic aneurysm. The max diameter was 35mm, and the neck diameter was 10mm. The patient's blood flow was normal. The vessel tortuosity was severe. It was reported that a coil was deployed and had issues detaching. The doctor used the instant detacher, and then manually detached. Two instant detachers were used, with each being attempted once. Even after manual detachment the coil was coming out when they removed the pusher wire. The coil was broken more distal to the break indicator marker and they pulled the filament wire which seemed to work. The coil stayed in place and the pusher wire was removed. Another coil that was deployed next and again would not detach despite doing what was explained above. The pusher wire got caught in the instant detacher as well, and had to be broken off. They ended up having to take the coil out of the patient. The doctor stopped using the instant detacher and just manually detached new coils, which detached perfectly with manual detachment. There was no notice of any kinking of the pusher wire, but the vessel was very tor tuous. The patient did not experience any injury or complications. The devices were prepared according to the instructions for use (IFU). Ancillary devices includes a progreat 2.8 microcatheter.

Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received reported there were no issues during the procedure prior to the non-detachment.

Manufacturer narrative:
H3. Product analysis: the concerto coil and pushwire was returned for evaluation inside of a biohazard bag and a shipping box. The implant coil appeared to be detached from the pushwire. The implant coil was found to be stretched. The shield coil was found intact but stretched. The coin was not present against the lumen stop as it was pulling back. The pusher was found broken at the distal break indicator (manual detachment location); with the release wire pulling back; it appeared that the manual detachment was attempted at this location. The break indicator, ai and coupler tubing were found missing and not returned. In addition, the kinks and bends were also found along the length of the pushwire. Under the microscope, the outer jacket was then removed to gain access the coin. The coin was measured in 3 locations (0.076mm @ 0.063mm; measured 0.087mm @ 0.127mm; measured 0.098mm @ 0.275mm) and found to be within specifications. The inner diameter of the lumen stop, and the inner diameter of the retainer ring were found to be visually acceptable. The lumen stop inner diameter (ID) was measured to be 0.00270¿ and found to be within specification. The retainer ring inner diameter (ID) was measured to be 0.00460¿and found to be within specification. The detach element was in good shape and the detachment ball was measured to be 0.0038" which was found to be within specifications. All other subassemblies appeared to be normal, and no other anomalies were observed. Based on the analysis performed, the concerto coil was not confirmed to have "non-detachment" issue as the pushwire was returned with the implant coil already detached. Based on the returned device, there was evidence of manual detachment attempt to detach the coil as the pusher was also found to be broken at the manual detachment location; with the coin pulled back from the lumen stop. The pulling back of the coin from the lumen stop may have contributed to the detachment of the implant coil from the pushwire. There was no non-conformance to specification identified that that led to the non-detachment issue. The review of lot history records shows that the finished device has met all manufacturing requirements and specifications during final assembly and quality inspection. Since the break indicator, ai and coupler tubing were not returned; any contribution of the break indicator, ai and coupler tubing to the reported issue could not be determined. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.